Event description:
The roticulator stapler was applied below the cervix. A good placement was noted, however, when fired, the staples did not hold. The cervix was excised above the staples. Staples were gently removed and the vagina was then closed with 0 vicryl figure-of-eight sutures starting with the angles with a modified _____ at each angle.